Event description:
Pt reports: "went through numerous doctors until one discovered that the sutures showed up as granulomas in an ultrasound of the vaginal cuff where the cervix used to be. He had to cut them out in an office procedure with a laser. And later another dr had to laser the rest of them while pt was under anesthesia." Pt is still having trouble with an infection that is not responsive to antibiotics.